Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request more information about the event; despite reasonable attempts, no other information was received other than the initial report. A lumenis service engineer visited the site five days after the reported event, and after adjusting the micro switch on fiber focus and testing fiber recognition, the system was found to be recognizing fibers according to specification. The service engineer completed a preventive maintenance on the laser and returned it to the facility having met all manufacturer specifications. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 13-jun-2013. A review of system risk files found the risk of system failure ((B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment a review of historical product complaints shows that the same malfunction (specifically; misaligned fiber port microswitch) during a procedure has not led to serious injury in the past. A review of subject device service records concluded that the system has not had it's annual preventive maintenance performed on the subject laser by lumenis since 2016. Lumenis cannot rule out that service by an unauthorized third party service provider, or lack of annual pm performed, may have contributed to the fiber focus micro switch being out of adjustment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse 100w system was being used, the system was not recognizing the fiber during a procedure; the facility used a second laser to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition